Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR #3006425876-2016-00394. No sample will be returned for evaluation.

Event description:
It was reported that the event occurred at the intensive care unit. First attempt - during advancing of the guide wire, it was noted that the wire has kink. Due to this, it was not possible to advance the wire further.